Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Issue description: a notification was received from biofire that they had received a customer complaint (from chile) of bcid false positive results for serratia marcescens associated with bact/alert fa plus (plastic) 100 btls - ref. (B)(4), lot 0004102408, expiry 16-feb-2025). Results for six (6) patients were impacted. Summary: bcid: serratia marcescens, subculture reports: pseudomonas aeruginosa, enterobacterales, no evidence of serratia marcescens was identified. The bact/alert bottle is a qualitative test, detecting the presence or absence of an organism; the bottle functioned as intended in signaling positive for the organism that was in fact present (pseudomonas or enterbacerales, in these cases). There is a possibility of the presence of nucleic acids from non-viable microorganisms in the media used in the bact/alert bottles. The presence of nucleic acids from non-viable microorganisms, alone, will not cause the bact/alert bottle to flag as positive for growth as the organism is not viable and cannot grow in the bottle. The physician should use all information available on the patient to interpret the biofire® filmarray® bcid2 panel results accordingly. The presence of contaminating nucleic acid from non-viable microorganisms in the media, not from the patient sample, is a possibility that must be considered when interpreting the biofire® filmarray® bcid2 panel results. There is no indication or report from the laboratory that the reported bcid issue led to any adverse event related to any patient's state of health.